Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed the barrel of a 22g insyte autoguard from lot number 4076626 which was held between the thumb and forefinger. The IV catheter was positioned over the needle. It appeared that the white button had been pressed inward. The needle had not retracted. No evidence of use was identified on the device. As the evidence in the provided photographs supports your reported event, the reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 381823, batch#:4076626. Verbatim: rcc received a complaint via email. Email(s) attached. "Writer was administering an IV start to patient. Upon unsuccessful IV start, writer pushed white retract button on 22g needle (lot 4076626, exp 2027-02-28, (B)(4). Button stuck down and needle did not retract from canula. Writer pulled fully intact needle and canula out of pt skin. No harm to patient. Writer advised rn and discarded same safely in sharps container." Cat# of product being complained: bd381823. Description of product: catheter insyte 22gx 1 in (B)(4) ea/bx 4 bx/ca lot or s/n: (B)(6).